Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator that reached elective replacement indicator (eri). The device implant duration was under two years, and premature battery depletion was suspected. No interventions were made. The patient was stable.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed in the lab. Multiple high-voltage charges led to battery depletion. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.